Manufacturer narrative:
Initial.

Event description:
It was reported that during a supply change the pump displayed alert 38 indicating a motor stall and prompted multiple restarts, and despite a dry run attempt the alert recurred; glucose values remained at 180 mg/dl throughout, consistent with a device failure to infuse related to the motor component. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed a communications problem identified, consistent with a failure to infuse associated with the motor component. It was concluded, based on previously established findings for similar reports, that the cause was traced to a component failure. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.